Manufacturer narrative:
Recall number: z-1917-2015. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of power port one (1) and two (2) connectors found loose with the o-ring gaskets displaced from the controller housing. However, the controller was able to pass functional testing. The reported "intermittent beeps" could not be confirmed via review of the controller log files as log files do not log these events. However, review of the controller log files revealed several occurrences of premature power switching events prior to the 25% threshold correlating with the reported event date. These premature switching events were most likely caused by a communication error between the controller and batteries. This observation is possibly related to the reported event. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process the manufacturer has opened an internal investigation to evaluate the loose connectors and the premature switching events. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that both the controller's battery port 1 and 2 are separating from the housing. It causes the patient to have intermittent beeps like a power disconnect/connect. Controller was changed. No effect to the patient. Additional information: the controller was allocated to the patient on (B)(6) 2015 and the pump parameter were displayed. Patient is doing fine on new controllers. The beeps that appeared were likely related to the broken battery ports on the old controller.